Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, red/brown/yellow particles, wear abrasion, crease fold and weight to the spec. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Event description:
Physician reported a ruptured device, discovered by a routine ultrasound. The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported a ruptured device, discovered by a routine ultrasound. The device was explanted. Right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported ruptured device. Affected side unknown. Status of device unknown.